Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2020-08000. Related manufacturer reference number: 2938836-2020-08001. It was reported that the patient developed an infection. The system was explanted.